Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence intermittently. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge.